Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Pump settings and patient data lost error was found in event history log. The customer's reported problem was verified. After powering up the customer's pump, an alarming "pump settings and patient data lost" was detected. It was determined that a malfunction micro processor board was the root cause of the reported problem. Actions were taken to mitigate the reported issue: the micro processor board will be replaced.

Event description:
It was reported that the device loses data when powered off. No patient injury was reported.